Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was having issues with the insulin pump. Customer stated that they put new battery on the insulin pump and battery dies and the screen went completely blank. Customer's blood glucose was 104 mg/dl. Troubleshooting was done. Advised customer battery cap would be replaced. No further information provided.